Event description:
It was reported that the patient was experiencing difficulty charging their implantable pulse generator, ipg. In addition, communication between the ipg and remote control was difficult. The patient underwent a revision procedure in which the ipg was replaced. The patient is expected to fully recover. The ipg will not be returned as it was discarded by the medical facility.